Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the battery cap was damaged. The top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery cap was damaged. The slot on the top of the battery cap was found to be stripped making it difficult to remove from a test pump. The battery height and width measurements were found to be within specification.

Manufacturer narrative:
The battery cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.